Manufacturer narrative:
Concomitant medical products: product ID:bi71000475 , serial/lot : unknown. A medtronic representative went to the site to perform a system check out and they found intermittent loss of power to the image acquisition system. The system does not charge. The representative replaced the umbilical cord and reseated the power cord to the terminal block on the mobile viewing station's power board. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system was receiving an intermittent charge from the mobile viewing station. There was no patient involvement.

Event description:
Additional information was received. It was reported that the cause of the issue was an intermittent connection within the mobile view station (mvs) interface cable.

Manufacturer narrative:
D10/h3 additional information) the interface cable was returned to medtronic for analysis. Analysis has not been completed at the time of filing. D11) correction: product ID of concomitant product is bi30000443 and not bi71000475. Additional information: serial/lot# of concomitant product is rev. 3 : s/n fm101843-00128. H6 additional information) fdm 4118, fdr 3233, fdc 11 are associated with the returned cable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3) analysis of the returned interface cable was completed. Analysis revealed that the reported issue was confirmed. The cable failed a bench test. During the bench test, it was found that there was an open connection between pins. The cable also showed signs of normal wear and tear. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.